Manufacturer narrative:
The initial MDR 2247117-2018-00077 was filed on 15-oct-2018. Additional information (24-oct-2018): a siemens customer care center (ccc) specialist stated that the there are no reports of additional discordant results. The customer does not require any further assistance. Additional information (25-oct-2018): a siemens headquarter support center (hsc) specialist requested the instrument files to be provided for investigation. The sample is not available for testing. The cause of the discordant anti-tg ab results on the immulite 2000 xpi instrument is unknown. Siemens is investigating the issue. MDR 2247117-2018-00078_s1 has been filed for the same issue.

Manufacturer narrative:
The initial MDR was filed on 15-oct-2018. Supplemental was filed on 15-nov-2018 additional information (26-nov-2018): a siemens headquarter support center (hsc) specialist reviewed the data in the instrument files and stated that there were no mechanical issues detected that could cause the discordant result. There were no sample or reagent level sense issues detected that could cause the discordant result. It cannot be determined if one or more of the factors addressed in the service intervention performed by the siemens customer service engineer (cse), may have been a contributing factor for the discordant results. Since the issue was related to a singular patient sample, pre-analytical sample quality issues may be a factor for the discordant results. The cause of the discordant anti-tg ab results on the immulite 2000 xpi instrument is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The method, result and conclusion codes have been updated. MDR 2247117-2018-00078_s2 has been filed for the same issue.

Manufacturer narrative:
A siemens customer care center (ccc) specialist provided the adjustment and quality control data from the instrument. The quality control material recoveries were within range. A siemens headquarter support center (hsc) specialist asked about the storage temperature of the sample between the initial and repeat testings and if the sample was available to be sent to siemens for investigation. The ccc specialist followed up with the customer and stated that the sample was stored refrigerated (2 - 8 degrees centigrade) between the initial and repeat testings. The sample is depleted and no longer available to be sent to siemens for investigation. A siemens customer service engineer (cse) visited the customer site. The cse adjusted the sample probe to dilution well alignment, checked the luminometer and luminometer gasket, checked the tube lifter and cleaned the wash spinner, checked the sample and reagent probe alignments, checked the reagent dual resolution dilutors (drds) and valves, checked the substrate and water dispenses. The cse ran quality control materials, which recovered within range. The cause of the discordant anti-tg ab results on the immulite 2000 xpi instrument is unknown. Siemens is investigating the issue. MDR 2247117-2018-00078 has been filed for the same issue.

Event description:
Discordant anti-tg ab (anti-thyroglobulin antibody) results were obtained on a patient sample among initial and repeat testings on an immulite 2000 xpi instrument. The initial result was reported to the physician(s) and was not questioned. The expected anti-thyroglobulin antibody result for this patient is unknown. A corrected report for anti-tg ab was issued to the physician(s) as tnd (test not done-due to interference). There are no known reports of any impact to patient treatment or intervention due to the discordant anti-tg ab results. There are no known reports of a delay in administering treatment or medical intervention to the patient due to the discordant anti-tg ab results.